Event description:
It was reported that a patient underwent a gynecological procedure on (B) (6) 2009. During the procedure, the blade stopped cutting and would not rotate or advance. Another handpiece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B) (4) - blade seized/stopped. Conclusion : the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived drom the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00936. The same patient is represented in each medwatch.